Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose at, with a 6fr sheath, after an interventional procedure. Reportedly, the device failed to close the artery, a second perclose at was used with the same results. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the perclose at device. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose at device have not been established for patients who are morbidly obese (body mass index greater than 35 kg/m). The other perclose at device referenced is being filed under a separate medwatch MFR number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.